Event description:
A remstar auto a- flex device was returned to a third- party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third- party service center the object code indicates the blower contributing to the foam degradation was noted. Additionally, the service technician observed error codes e57 (err_sess_obs_queue_ovf), e63 (err_stuck_knob_key), e65 (err_stuck_encoder_a) and e66 (err_stuck_encoder_b). The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/ or product malfunction.